Event description:
It was reported that during pre-surgery testing, it was observed that the motor device ran rough. There were no delays to the planned surgical procedure. A spare identical device was available for use. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was not confirmed. A functional assessment was performed and the device meets all manufacturer's specifications. Therefore, an assignable root cause was not determined. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.